Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion, sion blue; guide cath: hyperion 6fr spb3.5. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a mildly tortuous, eccentric and heavily calcified proximal left circumflex artery that was 90% stenosed. An attempt at pre-dilatation was done with a 2.5 x 12 mm nc traveler balloon catheter; however, after the balloon was inflated at 12 atmospheres (atms), it ruptured at 14 atmospheres (atms) during the second inflation. Therefore, the device was replaced with a 3.0 x 12 mm nc traveler and a 3.0 x 20 mm unspecified drug coated balloon to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.